Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, it was determined the infection was superficial and was caused by the non-absorbable sutures which were not dissolving normally. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unrelated to the curonix device as the infection was due to the non-absorbable suture used during the procedure (no fault found). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported a superficial infection at the receiver site. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2025. Once the wound was opened, there was no noticeable discharge or redness associated with the superficial infection. No further issues have been reported.